Event description:
Info received indicates during a preventive maintenance check, the technician found the ground resistance reading was too high on the power cord.

Manufacturer narrative:
The technician isolated the issue to a broken ground wire. He replaced the power cord to repair the bed.